Event description:
It was reported "50 cc non-fiber iab. Would not unwrap." Additionally it was reported that when the use initiated pumping, it was noticed that the balloon was not unwraping. To continue therapy the catheter was switched out using the same origional insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "50 cc non-fiber iab. Would not unwrap." Additionally it was reported that when the use initiated pumping, it was noticed that the balloon was not unwraping. To continue therapy the catheter was switched out using the same origional insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "would not unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.